Event description:
A customer reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 30, while it did not occur during the load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had previously reported similar alarms, and technical support decided to replace the pump with one that has updated software. The customer acknowledged receiving instructions on putting the pump into storage mode and returning it. They also opted to use multiple daily injections (mdi) as a backup insulin therapy, with no signature required for the delivery of the new pump, and agreed to return the faulty pump within 10 days using a pre-paid label.